Manufacturer narrative:
Nihon university nihon university school of medicine itabashi hospital the device was returned to olympus and the customer's allegation was confirmed. The front panel flashes due to malfunction of the turret motor and high brightness motor. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, that front panel flashes on the visera pro xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the malfunction/failure of the turret motor and high brightness motor could not be identified. Olympus will continue to monitor field performance for this device.